Event description:
On (B)(6) 2024, a consumer emailed oti customer care to report false negative inteliswab test results. The consumer stated they ended up testing positive for covid but did not state if a pcr test was taken to confirm their test results. It is unknown if the inteliswab device malfunctioned as the consumer did not provide any additional details including if the IFU was followed or the timeframe in which the tests were performed. The consumer also did not confirm the lot number of the inteliswab test. On 12/09/2024, oti consumer support representative replied to the consumer's email advising them to call for assistance.

Manufacturer narrative:
A consumer sent an email reporting false negative inteliswab test results. Oti consumer support representative replied to the consumer's email advising them to call consumer support for assistance. The consumer has not emailed back or provided any additional information to date. Since the consumer did not confirm the proper directions were followed to perform the test, oti is unable to determine the root cause of the false negative test results. No additional follow-up is to be expected with this complaint and the incident will be closed internally as unconfirmed.

Event description:
On 12/06/2024, a consumer emailed oti customer care to report false negative inteliswab test results. The consumer stated they ended up testing positive for covid but did not state if a pcr test was taken to confirm their test results. It is unknown if the inteliswab device malfunctioned as the consumer did not provide any additional details including if the IFU was followed or the timeframe in which the tests were performed. The consumer also did not confirm the lot number of the inteliswab test. On 12/09/2024, oti consumer support representative replied to the consumer's email advising them to call for assistance.